Manufacturer narrative:
Exact date unknown, event occurred two years ago. Block d6b: 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: 16097627.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and the patient was doing well postoperatively. The explanted devices will not be returned